Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that on multiple occasions, the customer had observed air bubbles after loading the cartridge. The air bubbles would be in the cartridge, pigtail, luer lock or infusion set tubing. The customer's blood glucose level was not impacted. As the event had occurred in the past, tandem technical support was unable to perform a system check to determine a possible source of the air bubbles.